Event description:
While using a byte day aligners, patient reported that their aligners are causing bruising, irritation, sensitivity and bleeding to their gums. They have filed the aligners to try to help the issue. The aligners are causing their teeth and gums to get worse. Patient provided a letter of recommendation from their dentist stating for the patient to cease treatment with byte. The patient will continue treatment with their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.